Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacer-dependent patient developed an infection; endocarditis and septic emboli were noted. The patient presented to the hospital for discomfort which progressed to severe back pain. Medical imaging revealed inflammation of the lumbar and spine regions of the patient, and blood cultures were positive. It was noted that the patient experienced cardiogenic shock, aortic regurgitation, and low blood pressure. The patient was given pressor agents, required emergency intubation, and was developing multi-organ failure. On (B)(6) 2017 the system was explanted and replaced. The patient¿s condition was noted to be marginal.